Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after disassembling the package, it was found the airbag leaked and the white capsule of the lower end of the balloon was ruptured so it was immediately replaced which had no significant impact on the patient.